Event description:
During the procedure a radial approach was chosen for the procedure. The target lesion was the proximal to distal left circumflex (lcx). A 2.5 x 28mm cypher select+ stent was implanted at the target lesion. A 2nd 3.0 x 33mm cypher select+ was delivered to the target lesion, but there was difficulty delivering it. Parallel wire technique, 5 in 6 technique and additional pre-dilation were conducted and eventually the 2nd cypher select+ was delivered to the target lesion and was implanted proximal to the 1st cypher select+ (inflation time and pressure were unknown). Then insufficient stent apposition due to the severe calcification at the lesion was observed and so several post-dilations for proximal to distal lcx were conducted at approximately 16atm (inflation time unknown) with the sds of the 2nd cypher select+, shifting the sds back and forth. In the fourth post-dilation with the sds at the bifurcated and flexed portion at proximal lcx to obtuse marginal, the balloon ruptured. Balloon rupture was confirmed by contrast medium leakage under cag. Therefore, the sds of the 2nd cypher select+ was retrieved from the patient intact. Then, ivus was conducted and the procedure was finished successfully. There was no patient injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. The lesion was a de novo, heavily calcified and highly tortuous. There was 99% stenosis. There was no difficulty removing the product from its packaging or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. A non-cordis indeflator was used successfully with other devices.

Manufacturer narrative:
Products used during the procedure were a gw: whisper, rinato gc: brite tip xb3.5 lbt, bc: lacrosse 2.0/10mm. The cypher select plus product is not distributed in the united states, however it is similar to the cypher sirolimus-eluting coronary stent product distributed in the united states. During a pci, the balloon of a cypher stent delivery system ruptured while being used for stent post-dilation. The target lesion was the proximal to distal left circumflex (lcx). The lesion was a de novo, heavily calcified and highly tortuous. The safety and effectiveness of cypher has not been established in patients with tortuous vessels that may impair stent placement in the region of obstruction or proximal to the lesion. There was 99% stenosis. A 2.5 x 28mm cypher select+ stent was implanted at the target lesion. A 2nd 3.0 x 33mm cypher select+ was delivered to the target lesion, but there was difficulty delivering it. Parallel wire technique, 5 in 6 technique and additional pre-dilation were conducted and eventually the 2nd cypher select+ was delivered to the target lesion and was implanted proximal to the 1st cypher select+ (inflation time and pressure were unknown). Then insufficient stent apposition due to the severe calcification at the lesion was observed, therefore several post-dilations for proximal to distal lcx were conducted at approximately 16atm (inflation time unknown) with the sds of the 2nd cypher select+, shifting the sds back and forth. During the fourth post-dilation with the sds at the bifurcated and flexed portion at proximal lcx to obtuse marginal, the balloon ruptured. Balloon rupture was confirmed by contrast medium leakage under fluoroscopy. The product was removed without difficulty. There was no patient injury reported. Ivus was conducted and the procedure was finished successfully. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. There was no difficulty removing the product from its packaging or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. A non-cordis indeflator was used successfully with other devices. One non-sterile cypher select + (B)(4) 3.00 x 33mm was received coiled inside a plastic bag. The stent was not received. The balloon was already inflated and had a full axial burst. Residues of inflation media were observed in the inflation lumen and in the balloon. No other damages were found in the received unit. Sem analysis results show that the balloon external surface exhibits evidence of abrasions near the tear edge. The balloon internal surfaces exhibited no evidence of damage. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. The marker bands exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure was confirmed. The exact cause for the confirmed balloon burst could not conclusively be determined, however it does not appear to be related to the manufacturing process and no corrective actions will be taken at this time. Based on the presence of surface abrasions on the returned balloon, it appears that vessel characteristics (heavily calcified and highly tortuous) and/or procedural factors (multiple post-dilations) may have contributed to the event.